Event description:
Surgeon reported that the li61u lens is cloudy. The lens remains implanted in the pt's eye. The pt's visual acuity is uncompromised and there are no plans to explant the lens at this time.